Event description:
A caregiver (cg) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine during dwell 5 of 6. The cg stated she respiked a supply bag. The cg explained she tried to get the heater bag to refill by unspiking the supply bag and respiking a new bag using the same line. The technical service representative (tsr) assisted the cg to end therapy and advised the cg to inform the on call nurse of the incident. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by user error. The homechoice apd systems patient at-home guide instructs patients which tubing lines to attach to which supply bags. Patients are also instructed not to replace empty solution bags or reconnect disconnected solution bags during therapy. This review found the labeling adequate for the user error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.